Event description:
This report is being filed upon notification from our MFR in (B)(4), to submit this event that happened in (B)(6). Problem: the generation of x-ray did not stop at the expected moment/termination. This resulted in four pts exposed to an extra dose. No reports of injury have been reported from this problem.

Manufacturer narrative:
Conclusions - the investigation found a defective control loop for the photodiode which measures radiation. The root cause was isolated to a cable. The control loop became functional by replacing the cable. There is no need for a field mandatory action.